Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that new pain occurred and (CT) showed the granuloma. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed was unknown. Any interventions/actions were unknown. Patient had a 7 mm granuloma at t7 surrounding the catheter tip that the hcp removed and replaced the spinal catheter. Tip segment was replaced with 8598a and the explanted catheter would be returned. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.